Event description:
The customer reported to have observed bleeding from a "pinhole" sized opening that was behind the conjunction of the superior vena cava and azygos vein during an excision of mediastinal lesion and thoracoscopy procedure. This was noticed when the surgeon was using the ligasure device to grasp and dissect a nearby structure. The opening was sutured and the surgery was extended by more than 30 minutes. However, the sutured area was torn open and additional bleeding occurred, which resulted in the death of the patient. The issue occurred while the ligasure device was in use but the site has noted that the device was not responsible for the bleeding. The device is not available for evaluation. Additional questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.